Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad of the device was torn but was not separated. The manufacturing record was reviewed and found no irregularities. As a result of evaluation of omsc, there was no malfunction which caused or might cause the tissue pad to fall inside the patient. Therefore, we are retracting this MDR.

Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a procedure of lower digestive tract, the subject device was used. The tissue pad of the device was worn and separated. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the separation of the tissue pad.